Manufacturer narrative:
No further regulatory reports will be submitted under this report number. This event has already been reported under regulatory report numbers 3007566237-2019-00592 and 3007566237-2019-00593. Please reference these regulatory report numbers for any future reports regarding this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep sent the lead back for analysis. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97725, product type: external neurostimulator. Product ID: 977a260, product type: lead. Product ID: 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). There was no patient involvement with this event. It was reported that during intra-op, some electrodes were high. The leads were tested in a wireless external neurostimulator (wens) and the rep tried changing the lead from contact 0-7 to 8-15. In result, it appeared that the values followed the lead: lead 1 showed electrodes 1,2,3, and 4 were greater than 40,000 ohms and lead 2 showed that contact 12 was greater than 40,000 ohms. The rep then went to test the leads in the implantable neurostimulator (ins); lead 1 showed contact 0-6 was greater than 40,000 ohms and lead 2 had one contact out. The healthcare professional (hcp) then reported that the impedances values were fluctuating and didn't know what to do. Troubleshooting steps were suggested and it was recommended that the stim should be programmed for a short period of time, but if impedances do not get better, then replacing one or both leads should be considered because the rep was consistent in using the wens and ins to test impedances. There were no further complications reported or anticipated.